Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
This is the second of two reports for this facility. A surgeon reported that the cutting of the trocar blade was poor during a retina procedure. The issue was solved by replacing the trocar blade with another trocar blade. The procedure was completed without any consequences to the pt.